Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned (19) open 4mm, 32g pen needles from lot #9317875. All returned pen needles were examined and 12 out of 19 samples exhibited a broken non patient end of the cannula. Five out of 19 samples exhibited a bent non patient end of the cannula. Both of these issues could prevent insulin from flowing through the cannula properly. Both remaining pen needles were tested and both were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause- user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was clogged on 3 occasions. The following information was provided by the initial reporter: material no: 320550 batch no:9317875, unknown (reported 9181444), unknown (reported 8261658). It was reported that the needles clogged with some of the pen needles from different boxes. Verbatim: consumer reported needle clog with some pen needles from different boxes. Stated sometimes during his injections the needles will not release any medication. Stated sometimes the pen needles release 6 units of medication and then stop. Stated he then has to use a 2nd needle to complete his full injection. Stated this has happened with different lot #'s.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 9181444 and 8261658. These do not match the catalog number provided. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9317875, medical device expiration date: 2024-11-30, device manufacture date: 2019-11-13, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was clogged on 3 occasions. The following information was provided by the initial reporter: material no: 320550 batch no:9317875, unknown (reported 9181444), unknown (reported 8261658). It was reported that the needles clogged with some of the pen needles from different boxes. Verbatim: consumer reported needle clog with some pen needles from different boxes. Stated sometimes during his injections the needles will not release any medication. Stated sometimes the pen needles release 6 units of medication and then stop. Stated he then has to use a 2nd needle to complete his full injection. Stated this has happened with different lot #'s.